Event description:
The user reported that during use of this blade to perform a total knee replacement, the side tooth of the blade broke/detached. The customer reported that the missing tooth was not located in the pt. There was no reported injury related to this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received the device eval. A visual examination found one end tooth detached and the remaining teeth bent inward. This type of damage can occur during use if the blade teeth come in contact with other metal instruments such as the cutting block or retractors that are harder than the blade teeth itself. In addition, activation of the saw while inserting or removing the blade from the cutting block can cause teeth damage and possible breakage. A hardness check of the returned blade found it met manufacturer specification. Conmed linvatec will continue to monitor this device for failures. This info will be provided to the customer. Associated MDR: 1017294-2008-00281.